Event description:
They were doing a balloon entrapment and the radiopaque marker and 75% of the balloon fell off into the patient.

Manufacturer narrative:
Lot history record review: the lot number was not reported. A ship history was conducted on the reported catalog number. The possible lot numbers were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample is available for evaluation but has not yet been returned to angiodyanmics for evaluation. Conclusion: the complaint investigation is currently ongoing. The complaint sample and additional information has been requested. The complaint sample is available and is being returned to angiodynamics. Once the evaluation fo the sample has been conducted a follow up report will be sent.